Event description:
It was reported that the balloon could not be deflated to properly retract. It was stated that several attempts were made to deflate the balloon and remove the catheter. The physician tried to rupture the balloon by delivering more fluid; however, it was not possible. The physician tried to rupture the balloon with the stylet of a second catheter; however, was not able to deflate the balloon. After 45 minutes, the catheter could be retracted with more extensive force. Outside the body it was possible to inflate and deflate the balloon.

Manufacturer narrative:
No product returned.